Manufacturer narrative:
Two devices failed with the same issue during surgery resulting in the decision from the surgeon to complete the procedure with a competitor device, the following devices were used during surgery: (B)(4).

Event description:
It was reported that during a shoulder surgery the wands were showing a hardware failure alarm upon plugging them in. The procedure was completed with a competitor device. No significant delay, patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number for the past 3 years found no related failures. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨hardware failure alarm ¨include, but are not limited to: an f-4 error is a controller¿s system hardware failure. Power off the generator and power back on. Once the generator resets, the system can continue to be used. If a use-limiting wand was used, the wand may no longer work after the generator is reset. If the error persists, then exchange the generator. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.